Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Additional components potentially involved in the event include: common device name: rf curved cannula model: smk-c1510-20, UDI: (B)(4), batch: 10450731. Common device name: rf curved cannula model: smk-c1510-20, UDI: (B)(4), batch: 10450731. Common device name: rf curved cannula model: smk-c1510-20, UDI: (B)(4), batch: 10450731.

Event description:
It was reported that during an rfa procedure the physician noticed that once the needle was removed from the patient the white coating was missing. The patient did not experience any negative effects as a result. The investigation was unable to determine the needle that is associated with the issue.